Event description:
It was reported that a patient death occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 27mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. The patient was discharged on dual antiplatelet therapy (dapt) medication. Thirty-eight (38) days post procedure the patient experienced a cerebral vascular accident, and the patient died. It is unknown if the patient was compliant with their dapt medication regime as clots were noted to have been forming in another part of the heart. According to the physician, the patient's hemoglobin dropped drastically leading to a possible cause of death.